Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staple line was connect, but the knife did not cut. It was not noted how the case was completed. There was no patient consequence.